Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. During preliminary evaluation, the esheath was observed to have minor distal tip damage, scratches and a hdpe tear was observed near the distal tip, scratches were observed along the shaft, a hub cut was observed from the sheath shaft (created for deco purposes), about 75mm of liner did not expand properly (48mm from distal tip), and a liner tear was observed approx. 150mm in length from the distal tip. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the delivery system required ¿significant effort¿ during the advancement through the esheath, the esheath liner tore and the patient suffered catheter site bleeding. Initially, sheath insertion was uneventful, however the patient¿s iliac arteries were moderately calcified and tortuous. The delivery system required significant effort through the tortuous sheath over the safari wire, but was eventually advanced through and up into the descending aorta. The balloon and valve were aligned without issue and the valve was able to be implanted without issue in a 70:30 aortic position. The delivery system was then withdrawn from the patient, and the distal flex was not taken off prior to removal, but the delivery system was removed intact and without issue. While removing the esheath over the wire, a sudden and severe arterial bleed was noticed from the site of the esheath. Manual pressure was applied to the femoral puncture site and once the source of the bleeding was discovered (middle of the shaft of the esheath), the sheath was removed from the artery. Hemostasis was achieved with proglides and manual pressure, and satisfactory artery integrity was confirmed via dsa angio. There was no vessel injury noted, however the patient received 1 unit of packed red cells. The patient left the or in stable condition and required no further interventions. It is perceived that the significant tortuosity and small vessel diameter caused insertion of the valve to be more difficult than usual. The patient¿s minimum luminal diameter measured 5.2mm. The vessel was moderately calcified and moderately tortuous.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. The device underwent visual and dimensional testing. During visual analysis, the returned sheath was visually inspected for any abnormalities. A liner tear was observed approximately 160 mm in length from distal tip. Approximately 85 mm of liner did not expand properly, about 38 mm from distal tip. Minor distal tip damage was observed. Deep scratches and hdpe tear was observed near the distal tip and scratches were observed along the sheath shaft. During dimensional inspection three liner thickness measurements were taken on each side of the liner tear at distal, middle, and proximal locations to ensure that the thickness of the material was within specification. The liner thickness was found to be within specification at all measured locations. Due to the condition of the returned device (liner torn and expanded), functional testing was unable to be performed. The complaints for ¿sheath shaft ¿ liner torn,¿ ¿sheath shaft ¿ resistance with delivery system,¿ and ¿sheath shaft ¿ does not expand¿ were confirmed. Case notes revealed that the access vessel minimum luminal diameter was 5.2 mm and had moderate levels of calcification and tortuosity. Additionally, per the description summary, ¿the distal flex was not taken off prior to removal.¿ the training materials state the following: push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Completely unflex the delivery system during removal from the sheath. It is suggested to use a 14f sheath with minimum access vessel diameter of 5.5 mm. Failure to follow the training materials may have resulted in the complaint events. The scratches observed on the sheath demonstrate that the sheath interacted with calcification which most likely led to the liner tear. The smaller than suggested vessel diameter and moderate levels of calcification and tortuosity could have restricted the ability of the sheath to expand and may have created a difficult pathway to advance the delivery system through the sheath. Additionally, the unexpanded portion of the sheath shaft is at the location of the liner tear. A tear in the liner would prevent its expansion as a tear would relieve the pressure on the liner during insertion of the delivery system. Available information suggests that patient (calcification/tortuosity/access vessel diameter) and/or procedural (failure to follow training materials) factors may have contributed to the complaint events. However, a definite root cause is unable to be determined. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient (calcification/tortuosity/access vessel diameter) and/or procedural (failure to follow training materials) factors may have contributed to the complaint events. A review of the complaint history for the month of september 2017 revealed that the occurrence rates did not exceed the control limits for the failure modes, therefore no corrective or preventative action was required.